Event description:
A high impedance event was observed on a patient's vns device, from a review of the manufacturer's in house programming history database on (B)(6) 2016. On (B)(6) 2015 the device was interrogated and a system diagnostic was performed which indicated high impedance. Additional relevant information has not been received to-date. No known surgery has occurred to-date.